Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.(B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: the pump's black box history showed that there were multiple call service 064 alarms were recorded on 05/21/2015. During testing, the pump performed the ezprime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and no intermittent conditions or defects were found.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was emitting unspecified call service alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.